Event description:
On (B)(6) 2023 it was reported by a sales representative via sems that an ar-4068-90 suture lasso broke during a bankart repair procedure. The tip of the device broke off. The surgeon retrieved the broken piece and completed the procedure with no further issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-4068-90 was received for investigation. No functional testing was performed for the broken tip device. Visual evaluation found that the suture lasso shaft's tip was broken off at the weld. The most likely cause for the reported failure is by prying/levering the device against hard bone or other instrumentation during use.